Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the mrx device reboots on its own. There was no reported of patient involvement / adverse patient impact.